Event description:
The patient previously underwent a left shoulder replacement and subsequently developed signs of infection. Intraoperatively, the superior portion of the polyethylene component was found to be chipped. The patient was revised to a reverse total shoulder arthroplasty using a competitor's baseplate and glenosphere. The existing exactech humeral stem was well fixed and retained. Conversion was performed using a compatible system with a +0 tray and a 36 + 2.5 mm non-constrained polyethylene insert. All polyethylene fragments were thoroughly identified and removed. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 300-20-02 - eq sq torque define screw drive kit: 6310757. 300-30-06 - eq preserve stem 6mm: 5799938. 300-50-45 - 4.5mm short rep plate: 5916684. 310-00-53 - eq, humeral head, extra short, 53mm: 4815168. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.